Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet. Investigation results are now available. Investigation and conclusion: 1. Event description: it was reported, that: due to persistently elevated cobalt and chromium blood levels, the hip prosthesis was revised on the left on (B)(6) 2021 to change the socket insert and head, as there were incidental findings of imbalance of unclear aetiology and autoimmune thyroiditis, both possibly caused by cobalt and chromium harm: s3 - metallosis. Hazardous situation: patient¿s anatomy is exposed to corrosion products from implants. 2. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 2.1 letter from the surgeon dated (B)(6) 2021: primary implantation: implant position: left hip. Surgery date: 1999. Implants: fitek cup, metasul pairing 28 mm, beo stem. Course: due to persistently elevated cobalt and chromium blood levels, a revision of the left hip prosthesis was performed on (B)(6) 2021 to change the insert and the head, because there were additional findings of balance disorders of unclear etiology and autoimmune thyroiditis, both possibly caused by cobalt and chromium. On (B)(6) the cobalt and chromium values in whole blood were 4.5 microg/l and 2.6 microg/l respectively. The MRI showed only two areas of osteolysis in the superior branch of the pubic bone as well as in the posterior column of the acetabulum, but no periprosthetic wear particle tumor. Findings: intraoperatively, a chronically inflamed but fibrosed synovialitis was seen without macroscopic metallosis. The histology also showed only sparse metal deposits. However, there was a perivascular, lymphoplasmocytic inflammation (typical picture of a so-called alval). When knocking off the head, a small amount of black fluid emptied from the taper connection. Overall, this would indicate a failure of the taper connection (trunnionosis). Note of the author: the given height and weight of the patient results in a bmi of 28.3 which can be classified as overweight according to the bmi scale (25.0 ¿ 29.9) (1). 2.2 lab reports of blood tests analysis: (B)(6) 2019. (B)(6) 2020. (B)(6) 2021. Reference: co 164 nmol/l 75 nmol/l 73 nmol/l 73 nmol/l 76 nmol/l less than 66 nmol/l. Cr 59 nmol/l 51 nmol/l 65 nmol/l 65 nmol/l 50 nmol/l less than 75 nmol/l. 2.3 surgical report of revision, right hip prosthesis, (B)(6) 2019. Diagnosis: 1. Symptomatic osteolysis at the proximal femur right and metal wear tumor right hip after implantation of a total hip prosthesis (metal-on-metal pairing) in 1997. 2. Mild cognitive impairment (mci), differential diagnosis (dd) arthroprosthetic due to heavy metal intoxication. Indication: radiologically, osteolysis at the proximal femur right with visible soft tissue tumor consistent with a local metal wear reaction after implantation of tumor right hip after total hip prosthesis with metal-on-metal pairing in 1997. This could be proven in a puncture. In addition, a chemical check of heavy metals was performed. There, an increased chromium as well as cobalt level in whole blood was seen in a range where revision of the thp is recommended. The newly occurred cognitive impairment as well as the autoimmune thyroiditis could both be caused by heavy metal intoxication. Technical procedure: the bulgingly filled capsule is opened and approximately 400 ml of brownish-crumbly liquid is removed. Capsulectomy is conducted. The head is removed in situ. The taper has a blackish discoloration consistent with a low grade corrosion but the taper structure is still intact. The prosthesis is dislocated. Samples for microbiological and histopathological examination are taken at different locations. The cup is exposed and the insert removed using a chisel. There are no deposits in the interface between the insert and the shell. A new insert (durasul alpha kk/36) is placed. The stem is exposed. Bone that had been grown over the stems shoulder are removed. The stem has a firm seat. However, there is osteolysis anteriorly extending distally to about 4 cm and posteriorly to about 2 cm. The osteolytic zones are filled with cancellous bone from an allograft femoral head. After trial reduction with an l head and respective check, a definite cocr head 36/xl is placed which shows good tension, no impingement and good stability. 2.4 surgical report of revision, left hip prosthesis, (B)(6) 2021. Diagnosis: balance disorders, differential diagnosis (dd) arthroplasty-related heavy metal intoxication, most likely with trunnionosis after implantation of an uncemented thp on the left side in 1999 (transgluteal with metal-on-metal pairing). Osteolysis of the acetabulum with wear particle reaction after implantation of a thp on the left side in 1999. Indication: due to persistent moderately elevated cobalt and chromium blood levels and presence of possible concomitant secondary diseases, the surgical indication for the replacement of the pairing of the left thp, the most likely source of these heavy metals, is given. Technical procedure: v-shaped capsulotomy is performed. The capsule is approximately 12 mm thick. Chronic fibrosed synovitis is present. However, the joint space is not obliterated. There is no macroscopically visible metallosis present. Progressive capsulectomy from anterior to posterior is made and samples are taken for microbiological and histopathological examination. An osteolysis on the lateral side of the acetabulum as well as a larger osteolysis at the anterior edge of the femoral opening are curetted. The stem is stable. The head can be removed easily. A few drops of black fluid are found inside the taper connection. The male taper is clearly corroded and blackish discolored along its entire length. The insert is removed with the help of a small chisel. Other than the expected yellowish discoloration of the polyethylene there is no other abnormality seen. Rinsing is performed and a durasul alpha insert size kk/36 is placed. After careful cleaning of the male taper, until light gray shiny metal is visible again, a biolox option head size 36/l is mounted. This is one neck length more than the previously inserted head, in order to correct the preoperatively existing leg length difference. 2.5 histology report, input (B)(6) 2021, output (B)(6) 2021. Examined material: capsule. Diagnosis: joint capsule (left hip) with joint near necrotic detritus, perivascular plasma cellular inflammation involving few macrophages with phagocytosed finely granular blackish non-birefringent wear (consistent with metal) and sparse birefringent microparticulate wear (consistent with polyethylene), and wall fibrosis. Comment: there is an unusual perivascular cuff-shaped plasma cellular inflammation associated with metal wear in the joint capsule wall. The findings suggest an immunologic reaction, however with sparse metal wear. The necrotic detritus near the joint does not contain metal wear. The overall picture of a macroscopic metallosis is not present. 2.6 x-rays: for some dates second views of the left and right hip were received. As this report concerns the left hip only the second views of the left hip are assessed. (B)(6) 2018, pelvis overview and second view, left hip: similar thp are implanted on both sides (fitek cup, metasul pairing, beo stem). The inclination angle of the left cup was measured and amounts to approximately 38 degrees. At the inferior edge of the cup there seem to be some osteolytic bone changes in the form of slightly radiolucent areas. There is nothing to report about the second view. (B)(6) 2019, pelvis overview and second view, left hip: no changes. (B)(6) 2019, MRI: no assessment. (B)(6) 2019, pelvis overview: compared to the previous pelvis overview, there is a new articulation pairing implanted in the right hip. No changes on the left side. (B)(6) 2020, pelvis overview: no changes. (B)(6) 2020, pelvis overview: no changes. (B)(6) 2020, pelvis overview: no changes. (B)(6) 2021, pelvis overview and second view, left hip: no changes. (B)(6) 2021 (MRI): no assessment. (B)(6) 2021, pelvis overview and second view, left hip: situation after revision surgery. 3. Product evaluation: 3.1 visual examination: the polyethylene liner of the metasul alpha insert is partially yellowish discolored on the anchoring side and shows no backside changes. Further, damage from a chisel and some scratches/nicks deriving from the removal are visible. The pole pin is damaged. On the articulation side the liner¿s rim exhibits several scratches and indentations. A small area with subsurface cracks can also be noticed. On the articulation surface of the inlay an area with a higher density of scratches can be seen close to the rim. Closer inspection of the articulation surface with a low power microscope (leica mz16 a, eq-ID: wnt-03-rsr-540-151663) revealed an area with arrow-shaped formations close to the rim. On the latter, there is an approximately 10 mm long smearing visible. On the articulation surface of the metasul head a partial borderline between the loaded and unloaded area is visible. Organic deposits and an area with marks consisting of parallel scratches can be recognized along the unloaded side of the borderline. Close to the head¿s pole, a coarse stripe can be noticed. The articulation surface of the head was investigated under the light microscope (nikon epiphot, eq-ID: wnt-03-rsr-540-151662) at 200-times magnification with differential interference contrast (dic). As already visible by the naked eye, the borderline between the loaded and the unloaded area that is covered partially by organic deposits is well recognizable. The coarse stripe consists of scratches and smeared material. It could be assumed that the stripe originated from the revision. In the area with marks, next to the parallel scratches, indentations could be detected. On the opposite side of the head from this area, several indentations can be seen. In the loaded area, fine scratches can be recognized and the carbides, which protruded slightly in the original surface state, are leveled. The original surface state with slightly protruding carbides is still visible in the unloaded area. Compared to the original surface state a small stripe exhibiting a mixture of corrosion and fretting can be noticed all around the distal end of the head¿s taper. Adjacent to this, the head taper shows surface changes due to fretting corrosion on approximately half of the contact area with the stem taper and surface changes mainly due to fretting on the other half. There is a clear borderline between these two areas. It seems that there could be a tiny ledge on the half with surface changes mainly due to fretting. 3.2 wear measurement: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total linear wear value is 15.9 microm for the head which results in an annual wear rate of 0.7 microm. For the metasul inlay the wear map shows two wear zones, one pointing to rim loading located where the arrow-shaped formations are located and one located on the spherical calotte close to the area with the dense scratches. From the two wear zones, the one pointing to the rim loading showed the higher linear wear value, i.e. 16.2 microm, resulting in an annual wear rate of 0.7 microm. As on the part at hand there is no clear visual indication for rim loading this wear value is disregarded. However, the measured diameter is still within the manufacturing tolerances. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 microm / year per pairing was found (1). Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 microm / year per pairing (2). 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: the patient received similar thp prostheses (fitek cup, metasul pairing, beo stem) in the right hip in 1997 and in the left hip in 1999. The right hip prosthesis was revised in (B)(6) 2019 due to osteolysis in the right proximal femur and soft tissue tumor. The lab results showed that the levels of cobalt and chromium had dropped after this revision. Continuous testing revealed that the cobalt level in the patient¿s blood remained in the range of 73 to 76 nmol/l which is slightly higher than the reference range indicated in the lab report (i.e. Greater than 66 nmol/l). For chromium, the measured values were between 50 and 65 nmol/l, which are within the reference range (i.e. Smaller than 75 nmol/l). Due to persistent moderately elevated cobalt and chromium blood levels and the presence of possible concomitant secondary diseases, the pairing of the left thp was replaced in (B)(6) 2021, after approximately 22 years in vivo. The revision report of the left thp states that osteolysis was found on the lateral side of the acetabulum and at the anterior edge of the femoral opening. On the x-rays at hand (from (B)(6) 2018 until revision) there seem to be some osteolytic bone changes in the form of slightly radiolucent areas at the inferior edge of the cup. During revision surgery no macroscopically visible metallosis was found. The head could be removed easily and a few drops of black fluid were observed inside the taper connection. The male taper was clearly corroded and blackish discolored along its entire length. The appearance of the articulation surface of the metasul pairing does not point to abnormal wear. On the metasul inlay, the wear map showed two wear zones, one pointing to rim loading located where the arrow-shaped formations are located and one located on the spherical calotte. As the inlay shows no clear visual indication for rim loading and the measured diameter is still within the manufacturing tolerances, this wear value was disregarded. On the metasul head several indentations were observed. Their origin as well as the origin of the arrow-shaped formations on the inlay and the smearing on the inlay¿s rim stay unknown. The head taper shows surface changes due to fretting and fretting corrosion over the entire contact area with the stem taper. These phenomena probably contributed to the black fluid found inside the taper connection during revision surgery. The reason for the fretting and fretting corrosion remain unknown. The quality of the taper connection is influenced by e.g. Impaction force, impaction angle, condition of the taper surfaces (dry, wet) (3). The histology report at hand described the presence of metal wear as well as sparse polyethylene wear in the analyzed material. Based on the retrieval investigation and the evaluation of the clinical information, potential sources of metal wear are: articulation wear of the metasul pairing and fretting/fretting corrosion occurring in the taper connection. The two above mentioned points could have possibly contributed to the osteolysis in the acetabulum and femur as well as to the persistent moderately elevated cobalt and chromium blood levels. No potential sources of polyethylene wear (e.g. Backside changes) were found on the liner of the metasul insert. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. 5. References: (1) wikipedia body-mass-index accessed on 29 mar 2022 https://en.wikipedia.org/wiki/body_mass_index. (2) rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations, abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120. (3) rieker c.b. And wahl p., what the surgeon can do to reduce the risk of trunnionosis in hip arthroplasty: recommendations from the literature, materials 2020,13, 1950. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Investigation results are now available. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Medical product: metasul sliding pair 28 mm; item#unknown; lot#unknown. Fitek cup; item# : unknown; lot# : unknown. Beo shaft; item# : unknown; lot# : unknown. Therapy date: (B)(6) 2021. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on left side and underwent revision surgery due to elevated cobalt and chromium blood levels. There were incidental findings of imbalance of unclear aetiology and autoimmune thyroiditis, both possibly caused by cobalt and chromium. On (B)(6) 2021 cobalt was 4.5 g / l whole blood and chromium was 2.6 g / l whole blood. The MRI showed only 2 osteolyses in the upper pubic branch and in the posterior pillar of the acetabulum, but no periprosthetic abrasion particle tumor. Intraoperatively, there was a chronically inflamed but fibrous synovitis, without any macroscopic metallosis. In the histology also only sparse metal deposits. Instead, however, a perivascular, lymphoplasmocytic inflammation (typical picture of a so-called alval. When the head was knocked off, little black fluid drained from the plug-in cone connection. Overall, this would indicate a plug-in cone failure (trunnionosis).